Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient¿s symptoms resolved. They were not sure if the symptoms were withdrawal. The cause was thought to be hypokalemia. With regards to the report that the catheter ¿arched up to t10¿, the hcp noted that there was no issue with the catheter. The patient was doing well in terms of spasticity now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen 2000 mcg/ml at 590 mcg/day for intractable spasticity via an implantable pump. It was reported the started to experience baclofen withdrawal symptoms (overall malaise and sweating) and was admitted to the hospital through the emergency room 24 hours ago. The hcp stated the pump had appeared to be running normally and when they refilled the pump they got back the expected volume as the estimated reservoir volume was 5ml and the actual reservoir volume was 4.8ml. They had given the patient oral baclofen and valium and had been doing well since. A CT scan had been performed and showed the catheter appeared normal at t9. It was mentioned the catheter arched up to t10 that had concerned the hcp. Programming a single bolus and performing a dye study had been reviewed. The hcp stated they would start with programming a single bolus of 50 or 75 mcg and go from there.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot#/serial (B)(6), implanted: (B)(6) 2013,explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-nov-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.